Event description:
(B)(4) clinical study. Same case as MFR ID#: 2134265-2010-03767. It was reported that post a stenting treatment procedure, in stent restenosis occurred. The 80% stenosed, high risk class "c" target lesion was located in the heavily calcified mid right coronary artery (rca). It was reported that there were "multiple areas of heavy calcification with the tightest spot being 80% with a long segment of disease." Timi flow was "2." Additionally, the proximal right posterior descending coronary artery (pda) had 70-80% stenosis. A non-bsc guide wire was advanced into the distal right posterior descending coronary artery (pda). A 2.0x9mm maverick over-the-wire balloon was advanced, but it was unable to pass the lesion in the mid rca. Rotational atherectomy was performed with a bsc 1.5mm burr across the proximal rca into the mid and distal rca where reopro and heparin were used. The rotawire guide wire was exchanged for a non-bsc guidewire. A non-bsc catheter was used to pass another non-bsc wire into the distal rca and right pda. Than a 2.0x9mm balloon was advanced and predilated the right pda. It was removed and a 2.5x13mm non bsc stent was deployed at 11atm in the proximal right pda. The balloon from the non-bsc stent delivery system (sds) was then used to predilate the mid and proximal mid rca at 16atm for 9 seconds and 16atm for 15 seconds. A 3.0x32mm taxus express2 stent was advanced and deployed in the mid-distal rca at 14atm for 30 seconds. Then the taxus sds balloon was used to dilate the proximal part of the stent at 16atm for 5 seconds and to predilate the mid rca at 16atm for 20 seconds. A 3.0x32mm taxus express2 stent was advanced and deployed at 16atm for 20 seconds in the proximal to mid-rca overlapping with the first stent. Seven post dilation inflations were performed using a 3.25x15mm quantum maverick balloon in the mid and distal rca neither stent overlapped with the previously placed perseus study stent in the rca. There was 0% residual stenosis and timi-3 flow was restored and the procedure was closed. At 617 days post index procedure, the patient reported onset of chest pain and tightness which occurred 3-4 times a daily, usually upon exertion, and also woke him at night. Patient self administered nitroglycerin which helped to relieve the pain. Patient also reported onset of shortness of breath and easy fatigability. Two months later, due to recurrent angina, the patient underwent cardiac catheterization which revealed mild in stent restenosis of the proximal rca, 70-80% native vessel short segmental stenosis between the first two stents, and evidence of 50-60% mid-distal rca in stent restenosis. Core lab analysis noted 60.19% stenosis of the proximal rca with focal in stent restenosis as the distal edge of the perseus study stent. An initial attempt to advance a non-bsc stent was unsuccessful, so another non-bsc wire was advanced for extra support and the stent delivery system was able to be advanced and deployed at 14atm. Following post dilation using a 3.75x8mm quantum maverick balloon at 20atm there was 0% residual stenosis and timi-3 flow. The event is considered resolved without residual effects and the patient was discharged 1 day later in aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).